Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to pain. Surgeon reported the shell was malpositioned. The shell, liner and head were revised.

Manufacturer narrative:
An event regarding malposition and pain involving an adm shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: review of the provided x-rays by a clinician noted the following: provided x-rays did not confirm event, need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to pain. Surgeon reported the shell was malpositioned. The shell, liner and head were revised.